Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2019, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving dilaudid and prialt via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient representative (caller) stated that the patient 'is having increased pain and that is not normal for patient at all. He's acting like it's (the pump is) not working.' The caller stated the pain is all of a sudden but the healthcare provider (hcp) interrogated the pump today at the refill and said 'everything is full and working.' The caller originally stated 'ever since monday, since his pump appointment ,' was when issues seemed to start. The caller later stated they think the date of pain started monday and stated 'to the best of our knowledge, date of pain was monday.' The caller stated patient was recently moved 4 hours away from their regular doctor so now they are seen at am ambulatory infusion center that's about an hour away and live in assisted living. When the manufacturer's patient services specialist (pss) asked about falls/trauma, the caller stated 'they (assisted living) doesn't have anything reported (about falls) but he does live alone in the room and prone to falling,' so it was possible that the patient had falls. The caller mentioned 'we know where the catheter goes in because there's always a little fluid sack, but now there's another little sack' near the other one. The caller also mentioned 'nurse at facility noticed - the pump is implanted on the left hand side lower abdomen, and on lower left its extremely hot,' and confirmed 'just on the pump area,' the skin is very hot. When pss asked about date of symptoms and date of pump site feeling hot, the caller stated 'we just don't fully know when issues started,' but later stated they noticed the pump feeling hot today as they've been trying to troubleshoot the reason for patient's sudden pain. The caller stated they're worried about the catheter shifting as to what's causing his pain in trying to troubleshoot the reason for patient's sudden pain. The patient was directed to their hcp to further address the issue.